Manufacturer narrative:
Product ID: 377845, lot#: v002827, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead, product ID: 377845, lot#: v001727, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type : lead, product ID: 377845, lot#: v001727, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead , product ID: 377845, lot#: v002827, implanted: (B)(6) 2006, explanted: (B)(6)2018, product type: lead, product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the high impedances was unknown. The high impedance issues resolved after the lead/extension replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377845, lot#: v002827, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Product ID: 377845, lot#: v001727, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the patient had high impedances greater than 10,000 ohms on contact 0. The leads with 2x extensions were replaced with a new lead but it was unknown if the impedance issue resolved. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.